Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The device remains implanted. A dft test was performed and the impedance was fine. The device detected and treated everything properly. The patient is doing fine and had no consequences.